Event description:
Additional information was received indicating the suspected loss of capture observed on the device was due to the electrogram (egm) gain when viewed on merlin.net. The gain was increased and capture was observed. There is no allegation on the device.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.